Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, they felt that the trocar was very tight and it almost got stuck in obturator. They noted that a device also almost got stuck in the obturator. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the circular seal, trocar and cannula appeared intact. The obturator was received. The envelope seal was stretched out. The obturator was received inserted into the cannula. Prolonged insertion can cause the envelop seal to become stretched. A functional evaluation found that the device failed an air leak test. The cannula tip was checked with a 221. Pin gauge and was in spec. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.